Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation:the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be dim and discolored. The complaint of segments missing in the display screen was not duplicated during testing. Unrelated to the complaint, evaluation revealed a crack along the side of the battery compartment.